Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 was malfunctioning, specifically with the pockets in row b. A field service engineer removed all the pockets and reset all internal connections within the drawer while the station was powered down. Afterwards, the back panel was opened, and the connections at the rear of the drawer were also reset, while checking for any trash or debris inside. Once all components were reassembled, the station was successfully powered back on. The customer was then able to test the drawer using the user application, and it functioned as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, device was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.